Event description:
It was reported that during the pph procedure, the device did not completely staple. Pt is fine. No further details are known.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.